Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter leaked urine just below the y-connector. No medical intervention was reported.

Event description:
It was reported that the catheter leaked urine just below the y-connector. No medical intervention was reported.

Manufacturer narrative:
The reported event was confirmed as manufacturing-related, as the hole was within 0.5"from bifurcation. The visual evaluation of the returned sample noted one opened (with original packaging), used bardex lubrisil foley catheter present. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 5ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). The balloon concentricity was observed to be 60:40. The balloon rested for 30 minutes without leaks and passively deflated without issue, no cuffing noted, returning 5ml of solution. The drainage lumen was flushed with methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water) and water, and a pin hole (0.012") was noted in the catheter shaft over the drainage lumen at the bifurcation. Cuts in lumens are not allowed. Active length of the catheter balloon was measured (0.4300") and found to be within specification (0.40" +/- 0.1"). The measured french size of the catheter was 8 fr. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use."